Event description:
It was reported that a compression unit on the axiom iconos r200 system fell down during the exam and hit the pt's finger. The pt's finger was examined by a physician and x-ray images were taken. No injury was determined and the pt was released from the facility. The reported event occurred in (B)(6).

Manufacturer narrative:
A siemens local service engineer checked the compression unit and found that the wheel was broken causing the unit to drop down. The part was exchanged and sent to the factory for further investigation. The unit was brought back to specifications. The customer does not have a service contract with siemens; no system maintenance has been performed on the unit since 2006. No similar cases have been reported. The reported issue is under investigation and a supplemental report will be submitted once additional info has been received. This report was submitted (B)(4) 2013.